Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: nerve damage. Time of symptom: unk. It was reported that in 2005, a physician trained on the perclose at performed an arteriotomy closure. In 2007, the patient claimed nerve damage stemming from the event. Clarification regarding the "nerve damage" was requested, but not available. The physician does not believe the patient's problem is related to the device. Additional information was requested, but was not available.